Event description:
Procedure: laparoscopic hernia repair. Pt gender: unknown. Reportedly, during the surgery, a metal piece of the trocar disengaged into the pt surgical cavity. The piece was retrieved without difficulty. No pt injury was reported.